Event description:
It was reported, a patient underwent chemotherapy after intestinal cancer surgery and was left with a PICC line for drug treatment. A peripheral catheterization central venous catheter kit and accessories were used. The micro introducer was damaged and could not be used for puncture. The nurse immediately replaced the puncture kit and continued the puncture, which may have caused tissue damage to the patient.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation.